Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) was assisting the customer with installing a software upgrade when the software installation failed, leading to the system being unable to start up. The fse reinstalled the software again and the issue was resolved. It was confirmed that the system did not have a malfunction and was operating per specifications. The system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.